Event description:
Healthcare professional reported after injection to the cheeks with juvederm voluma with lidocaine patient developed swollen cheek and "filler oint feel hard under the skin". Patient was treated with antibiotics and welling has reduced and filler is softening.

Manufacturer narrative:
Unique identifier (UDI)#: not applicable. Taper unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling and hardening are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.